Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was 593mg/dl. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device communicated properly with the test blood glucose meter. The test value of 99 mg/dl was sent by the meter and received by the pump. No pump or meter communication anomaly noted. Device had intermittent button response on the act button due to flattened dome switch. No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Device had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and a stained end cap sticker. (B)(4).